Event description:
It was reported by service report that the power load is stuck in mid position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.